Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon evaluation, the cable connecting the distribution node (dn) and ECG electrodes c and d was pulled from the strain relief. The cause of the test failure is an open orange (lead 2-) wire inside the distribution node (dn). The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable connecting the distribution node and ECG c and d electrodes. No adverse event resulted from the open connection. The last patient to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed incoming testing. The last patient to use this belt did not report any deficiencies.